Event description:
This event report is for FDA reporting purposes only. Patient with hm3 lvad [heartmate 3 left ventricular assist device] implant [date redacted]. Complained of progressive shortness of breath that could not be attributed to other causes. Cta was performed on [date redacted] - approximately 32 months after hm3 implant- with read "there is crescentic thrombus along the proximal portion of the outflow tract with severe resultant stenosis. The mid to distal portion of the outflow tract is patent, as is the anastomosis to the aorta." No lvad alarms. Case was discussed with lvad team and patient was admitted on [redacted date], placed on heparin drip, and is currently in the cath lab for ofg stenting.